Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) experienced discomfort since implant. The device was surgically repositioned. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.